Event description:
Technician found this bed out of service in a bed repair area and there were no reported injuries. The brakes would engage but the brake caster did not hold. Technician replaced the brake caster and the brakes functioned properly.